Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest water for fixing did not return to the syringe to check the foley catheter balloon, the syringe from terumo corp. Was used.

Manufacturer narrative:
The reported event is confirmed, and the cause was unknown. Visual evaluation noted received a 3-way temp sensing catheter. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon passively and solution could not be withdrawn. Solution was withdrawn by aspiration successfully. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges could not go through the lumen smoothly. The lumen seemed misaligned or bent, and the pin gauge could not fully go through in one direction before hitting the wall of the inside. A 0.020" pin gauge was used, and it could not push through without damage to the catheter. Also received 3 photo samples. First photo sample shows overview of catheter with slightly inflated balloon. Second photo focuses on balloon slightly inflated. Third photo sample focuses on cap. Based on physical samples received the product does not meet specifications "funnel must not have distortions or bent at shaft connection with the funnel." Although an exact root cause could not be determined potential root causes could be ¿ incorrect drain former selection ¿ glue from temp sensing assembly ¿ physiological obstruction ¿ patient position ¿ kinked catheter ¿ blocked by clots, etc. ¿ tubing design (lumen ID undersized) ¿ lumen wall thickness undersized ¿ inadequate material selection ¿ lumen collapse ¿ foreign matter in lumen ¿ kinked or pinched shaft a review of the DHR did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] - method for use: ·when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] ·do not pull the catheter hard. [The catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] ·this product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. - applicable patients ·use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.] [Contraindications] - method for use: ·do not reuse. ·do not resterilize. ·be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] ·do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] ·no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] ·do not wipe catheter surface with organic solvents such as alcohol. [The coating on the device may come off.]¿ correction: d, g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during a pretest water for fixing did not return to the syringe to check the foley catheter balloon, the syringe from terumo corp. Was used.